Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is lymphadenopathy.

Event description:
Patient reported "reactive lymph node in the left side of my neck" "it's swollen" a lump in neck" "swelling in neck lymph nodes and chest" "I'm convinced I might have bia-alcl" "I would like them to be removed" "she is very scared" "I'm shaking all the time, I have no energy" as been sick the past 2 years and is getting sicker" "bacterial infection" "memory lapse" "a couple years ago I had inflammation in my heart." This record is for the right side. Device remains implanted.